Event description:
The lay user/reporter contacted lifescan in 2007 reporting that the lay user/pt's one touch ultra2 meter was giving inaccurate erratic readings. The medical affairs specialist tried to contact the reporter/pt on oct. 10 and oct. 11, 2007 to get add'l clinical info and left the message requesting a call back. A letter will be mailed to the customer requesting a call back. On approx two weeks earlier, the pt reported blood glucose results of "130 and 384 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <=20% and/or <=20 mg/dl; however, the control solution test results fell within range. The reporter stated that based on high readings obtained, the pt took increased dosage of novolog 9 units. After a few hours, she became hypoglycemic. She started turning pale, felt shaky and dizzy. The customer care advocate (cca) verified that the technique for testing and cleaning the puncture area were correct. The cca also verified the results obtained on the meter by walking the pt through the meter's memory. Replacement products were sent. It would be helpful obtaining info regarding pt's normal readings, testing frequency, routine medication regimen, any measures taken after developing symptoms or treatment/advice received. This case is being reported due to the fact that the pt alleged she developed symptoms that can be associated with hypoglycemia after increasing her insulin dosage based on a high reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.